Event description:
Da vinci prostatektomie - "the used ca090 is part of a kit ("davinci set 6" (B)(4)). This device was used by a davinci prostatektomie. During the application of the ca090 to ligate pre-prostatic vessels the clipper jammed slightly after the first few clips. Afterwards the following clips was crossed. A correct parallel clip ligation wasn't possible. They used a second new instrument. Thank you for arranging the replacement direct to the hospital." Patient status - "patient ok - procedure was finished with an other instrument (ca090)".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.